Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (b)(60 was performed from the date of manufacture, 20-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that the cubie lid was broken. A technical support specialist (tss) confirmed that the issue was resolved by customer by replacing the broken lid. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower cubie lid was broken. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1 initial reporter facility name - (B)(6).

Event description:
It was reported by the customer that bd pyxis¿ medbank tower cubie lid was broken. The customer reported issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.